Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site pain during peg tube movement. On (B)(6) 2020, the patient received ceclor 750 mg. Antibiotics for the stoma pain. The patient only took one pill due to dizziness and discomfort. The patient was then instructed to have an abdominal x-ray and examination. It was unknown if the patient had the subsequent x-ray and exam.